Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that he did not feel the low blood sugar and as soon as he came into the house he passed out on the floor. His grandkids found him and ran to get the neighbor. The neighbor called 911 and the emts arrived on the scene. The emt's gave the patient glucagon and transported him to the hospital. The patient did not recall what his blood glucose values were after the emts arrived. At the hospital, the patient was given d5w via an i.v. And was provided crackers. The patient indicated that he did not know if he failed to hear the cgm alert him during the event, or if the cgm failed to alarm. At the time of contact, the patient was in good condition. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.